Event description:
The customer reported to the front-line agent that there was a communication problem with the device and that the vitals coming over are incorrect. Additional information about the incorrect vitals was requested from the customer multiple times, but no further information has been received. There was no reported patient or user impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the front-line agent that there was a communication problem with the device and that the vitals coming over are incorrect. According to the philips field service engineer (fse), the issue was related to communication of the monitoring system and this contributed to inaccurate readings when they were comparing the readings to their transport monitor. Additional information about the incorrect vitals was requested from the customer multiple times, but no further information was received. There was no reported patient or user impact.